Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported black dots were present on the surface of the dressings that looks like mildew. The complainant reports that this defect was noted on a total of ten dressings. The product has not been used on a patient. Photos depicting the reported complaint issue were provided by the complainant.

Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
Device history record and retain dressings for lot 2626538 were examined. No discrepancies, non-conformance or deviations for raw materials, manufacturing, packaging, or sterilization processes were documented. All raw and packaging materials used to produce lot 2626538 were certified to meet applicable manufacturer specifications. Additionally, none of the retain dressings from lot 2626538 that were examined had black spots as seen in the customer supplied photographs. A market unit from lot 2626538 returned by the customer was sent to an approved micro lab for sterility testing. Results of the test were negative for mold. Additionally, the manufacturer obtained a market unit of the dressings from the same lot and observed no evidence of mold. No corrective action is required as this cosmetic defect appears to be related to improper storage. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 1049092, third party manufacturing site: 2320643.